Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the camflex sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a red screen and error code 41622 and infused only a small amount of medication from the cassette. The remainder of medication was infused with an alternate pump. Continuous infusion rate 2.3ml/hr; total reservoir volume 106ml; given less than 10 percent; length of infusion 46 hours. Per the reporter, there was no patient harm or adverse event.